Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that erosion was observed at the patient¿s pocket site. It was noted that the pocket was revised, and the implantable cardioverter defibrillator remains implanted. No further information was reported.